Event description:
Boston scientific received information that the latitude system detected a red alert from this transvenous defibrillation lead due to low shock impedances of less than 20 ohms. The patient was subsequently brought back to the clinic for lead testing, which revealed normal shock impedances and no lead issues with pocket manipulation. Technical services (ts) recommended a commanded maximum energy shock to test the system. It was noted this would be discussed further with the physician. Additional information was provided that the lead measurements have been relatively stable with only one out of range shock impedance measurement. It was noted that the patient would be brought to the clinic for additional lead testing. The shock configuration was programmed in a triad vector. Technical services (ts) discussed troubleshooting options. Additional information was provided that since the device was functioning normally and the shock lead impedance was stable with repeated in-office testing, the physician elected to take no further action at this time. It was noted that the physician will continue to monitor the patient via latitude. No adverse patient effects were reported.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.